Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the button contacts were observed to be inverted and were not always springing back. Also, the up and down keypad contacts were noted to be misaligned. The keypad also appeared to be intact with no lifting or peeling.

Event description:
The rptr contacted animas on behalf of her son (the pt) alleging that the pump was intermittently not responding to keypad button presses. The rptr denied that the pump was exposed to water. The rptr claimed that the keypad was intact and the buttons were springing back when pressed. There was no reported pt impact associated with this complaint.